Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on october 2nd, a novasure procedure was performed and after the procedure, the doctor noticed that the sheath of the novasure device appeared to be crumpled slightly at the end. The doctor was able to retract the array and remove the device with no issue. It was confirmed that the device was inspected prior to the procedure and no damage was noted on the sheath at that time. Ablation was successful with no issues. No additional information available.

Manufacturer narrative:
The device was returned for investigation. Visual inspection was conducted and sheath was crumpled. Functional testing was not conducted due to the damaged was confirmed in the visual inspection and due to the damaged the device cannot be tested. Hence, the complaint was confirmed. This observation will be monitored and trended.